Event description:
Reporter stated the customer experienced hyperglycemia of 17.4 mmol/l, and he was unable to lower his blood glucose by changing the infusion set and delivering insulin via the infusion device. He treated hyperglycemia by delivering a 5.0 unit insulin injection. He believes the insulin delivery of the infusion device is inaccurate. No adverse event was reported. The alleged product was replaced and requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.